Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose level was 417 mg/dl. Customer's aunt noticed that he was lethargic and did not want to eat. Customer only wanted to sleep. Customer was wearing the pump at the time of the hospitalization. Customer was still in the hospital. Customer was vomiting and was taken to the hospital last night. Customer completed troubleshooting for high blood glucose levels with the nurse. The nurse has the pump and is having it tested with a medtronic representative. Pump was taken off the customer in the hospital. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.